Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported a free-flow occurred. There was no pt harm reported and no medical intervention was required. Customer stated that no add'l event or pt info is available.